Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the intra-aortic balloon (iab) was giving error message, catheter restricted. There was no patient harm reported.